Event description:
It was reported that the customer had a motor error alarm 3 times. Customer was assisted with clearing the alarm. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.